Event description:
Reporter indicated it was noted during a vns generator replacement surgery that the patient's resident vns lead had cracked insulation. The inner wires were not affected. Vns diagnostics with the new generator were normal and the lead was not explanted.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury, or affect device performance.